Event description:
On (B)(6) 2010, the pt reported that the piston rod of her insulin infusion device will not retract and made an abnormal grinding noise before displaying an e10 (cartridge error). She said that instead of retracting, the piston rod moved forward. She stated the piston rod is now stuck and will not move in either direction. To troubleshoot, the pt was instructed to try to return the piston rod, but the e10 continued to display. The pt stated she dropped her device about 2 weeks ago, but the device was working properly after she dropped it. She said she has tried 2 new batteries, but the issue has persisted. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.